Event description:
It was reported that this single chamber implantable defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion behavior. At the previous follow-up visit early last year, the estimated remaining battery longevity was at 46%. Recently, the remaining battery was at 16% which was observed via latitude (remote monitoring system). A copy of device memory was saved and submitted to technical services for review. At this time, no further information is available. This device remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this single chamber implantable defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion behavior. At the previous follow-up visit early last year, the estimated remaining battery longevity was at 46%. Recently, the remaining battery was at 16% which was observed via latitude (remote monitoring system). A copy of device data (pdf) was saved and submitted to technical services for review, and premature battery depletion was confirmed. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
This device is expected for return. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that this single chamber implantable defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion behavior. At the previous follow-up visit early last year, the estimated remaining battery longevity was at 46%. Recently, the remaining battery was at 16% which was observed via latitude (remote monitoring system). A copy of device data (pdf) was saved and submitted to technical services for review, and premature battery depletion was confirmed. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.